Event description:
As reported, the swan-ganz catheter did not deflate passively during pre-use testing. It has not yet been confirmed whether or not the syringe was actually removed from the gate valve, as directed in the instructions for use.

Manufacturer narrative:
No product was returned for evaluation. The complaint could not be confirmed without a product return. The circumstances of use were not clarified. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.